Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the catheter noted was originally implanted in 1995 but underwent many revisions and at least three pump changes. Specific product numbers were not known. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to verify the catheter allegations, patient symptoms, resolution and outcomes after the revisions. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8703w, implanted: (B)(6) 1995, product type: catheter. Updated model of catheter as reported.

Event description:
It was further reported that the nurse had very limited information on the previous revisions as the patient was implanted at another facility and at some point had revisions at another facility. The patient reportedly was initially implanted with (B)(4) in (B)(6) 1995 but did not have the pump serial associated with it. Should additional information be received a supplemental report will be filed.